Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was found to be in safety mode. At this time no intervention has been performed and the ICD remains in service. No adverse patient effects were reported.